Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 19 occurred during pumping. The customer successfully loaded a new cartridge to address the alarm and insulin delivery was resumed. The customer's blood glucose (bg) level was 300 mg/dl and the bg level was addressed with a manual injection. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.